Manufacturer narrative:
On september 09 and 10, 2021, fujifilm corporation conducted the root cause investigation at the site to review the reprocessing procedure and sampling procedure. Additionally, the endoscope was investigated by fujifilm. The results of the investigation did not lead to a clear conclusion that the concerned organism was most likely a result of cross-contamination of the endoscope. The following procedural improvements were recommended as best practice and are suggested with the intent to aid in prevention of subsequent alert or action level events. Refresher training was performed on 10/04/2021. Training focused on: ensuring that appropriate ppe is worn appropriately at all times during reprocessing and sampling. Placing the disinfected endoscope into a sterile drape for transport. The importance of aseptic technique during sampling.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.

Event description:
On (B)(6) 2021 fujifilm corporation was informed that the subject endoscope was cultured and tested positive for staphylococcus lugdunensis and staphylococcus hominis (total 3 cfu). The endoscope was quarantined after initial sampling, no patients were involved or exposed to the endoscope. Following the positive culture, the endoscope was not clinically reused. There was no death or serious injury associated with this event; this report is being submitted in abundance of caution.

Manufacturer narrative:
If any additional relevant information is provided, a supplemental report will be submitted.